Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse was not able to reproduce the leak. Fse replaced a defective regulator (v3) and confirmed the pressure was stable after replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the synchron lx20 pro clinical analyzer flagged with air pressure high errors and foam leaking from a tube in the hydro connected to the pressure regulators. No injury or operator exposure was reported for this event.